Event description:
It was reported that the device's shock button will not deliver energy. There was no pt associated with this event.

Manufacturer narrative:
Physio-control provided customer with part number and ordering info for a replacement set of paddles. The removed paddle set has been returned to physio-control for further eval. Physio-control continues to investigate the root cause of the reported failure.